Manufacturer narrative:
Follow-up # 1 ¿ (11/06/2014). The patient¿s meter has been returned on 10/1/2014 and evaluated by lifescan product analysis on 10/27/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/reporter contacted lifescan (lfs) (B)(4) to report that her onetouch verioiq meter displayed a ¿retest with new strip¿ message. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient reported that the meter message issue had been ongoing for the last six months prior to contacting lfs. The patient detailed that she usually manages her diabetes with a combination of oral medication, diet and exercise. The patient reported that she continued taking her usual dose of three metformin pills and one diamicron pill daily, in response to the meter message. The patient claimed that over the last six months since meter message occurred she developed a symptom of ¿stress¿ which caused her to have ¿high blood sugar¿, but reported that she did not receive any treatment. At the time of troubleshooting, the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs¿s criteria of serious injury. The patient also denied receiving medical intervention for an acute complication of diabetes from a healthcare professional. This complaint is being reported because the issue was not resolved after troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.